Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with a pressure sensor failure occurrence. The customer reported there wasn't any patient involvement.

Manufacturer narrative:
The manufacturers service engineer was able to duplicate the reported problem. The manufacturers service engineer repaired the unit by reinstalling the data acquisition to motor controller cable. The machine is back to normal function.